Event description:
It was reported that during attempted insertion of the iab through the introducer sheath, difficulty was encountered completing the insertion. As a result, the iab was removed and replaced. There were no additional complications.